Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited helix extension failure. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.